Event description:
Pt began insulin pump therapy in july 2002. The pump stopped operating one month later. It was replaced. By february 2002, pt was up to their seventh pump due to serious malfunctions of each subsequent pump that minimed sent. Minimed advised them that their cases were unusual. Pt is not so sure about this. Pt was advised by another pump user to contact FDA, as the instances of pump failure may be more common than realized. The pump in question is the minimed paradigm made by medtronics. Pt is still awaiting medtronic to address their concerns, and to date they have not had the opportunity of a response from them. They were also supposed to inform the pt of the problem with the pump, and they failed to do that, too. Reverting to alternative insulin therapy when the pump malfunctions has produced excessively high blood glucose readings as well as ketones. Pt strongly suggest that a back-up pump be provided, especially since the pumps they return to the pt are all refurbished models. In february, 2002, it took 5 days to get a replacement because of inclement weather. There were other pumps returned subsequent to the one in august. In february, the pump they sent them arrived malfunctioning. Even though the software was updated to avoid malfunctioning, the error codes still indicated that there was a problem.